Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error during device rewind process. The blood glucose levels were not included in the report. Nothing further reported.